Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.

Event description:
The customer reported the sys would not boot up. There is no report fo pt injury or death.